Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed and the cause was determined to be the result of the patient disconnecting prior to pushing stop on the machine. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During troubleshooting for a reported check final line alarm that occurred on a homechoice (hc) device, the home patient (hp) stated he didn't press stop on the hc after getting off. The hp stated the last bag was empty and he had restarted therapy trying to re-prime with empty bags. The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention reported.